Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box e: initial reporter details were missed to captured in previous report and it was updated in this report. In box h: evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found damage bottom enclosure. There was no evidence of foam particles or degradation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.